Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6)2025). The patient's blood glucose levels reached an unknown level while wearing the pod between 1 and 4 hours. Symptoms reported include abdominal pain and vomiting. The patient was treated with fluids, and insulin drip. It was also reported that the pod's adhesive separated from skin completely. The patient was released the following day ((B)(6)2025).

Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.